Manufacturer narrative:
(B)(4) device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05148 it was reported that a perforation and pericardial effusion occurred which caused tamponade. A left atrial appendage (laa) closure procedure was performed. A watchman &#59404;laa closure device & delivery system was advanced through a watchman &#59393;access system. The access system was deep in the laa but not against the back wall. The operator actually decided to snap back before the two marker bands overlapped as a means to come more proximally. There was excellent back bleed, which also demonstrated that he was not up against the back wall. After successfully deploying the device, they injected dye in the face of the device and realized there was a perforation within the wall of the laa that continued into the pericardium. Hey injected dye into the pericardial space and noticed the device was a little bit distal in the laa. They were able to bring it back slightly, but the pericardial effusion persisted. There was some degree of tamponade as the patient became hemodynamically unstable. A pericardiocentesis was performed and the patient was placed on multiple pressure supporting medications. They patient was eventually stabilized and recovered in the intensive care unit.